Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was not impacted. A supply change was performed resolving the occlusion.